Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to double counting. It was noted the patient was physically active when the shocks occurred. Ergometry testing occurred and reduction in amplitude and bundle branch block could not be reproduced. No noise, baseline shifting or myopotentials were observed during testing. Since the patient has an improved ejection fraction the physician and patient opted to program therapy off in the s-ICD. An x-ray image was sent to boston scientific technical services (ts) for review. The device remains implanted and no adverse patient effects were reported. Additional information was received upon ts review of the episodes. Ts noted that since implant the device has recorded two treated and two untreated episodes. All four episodes seem to be related to a change in signal morphology in elevated rates resulting in t-wave oversensing. The device has been programmed to primary and secondary vector with inappropriate shocks due to t-wave oversensing after morphology change. Ts further recommended reviewing morphology in higher rates than initially done during testing as the untreated episode shows the change in signal morphology when the heart rate was close to 180 bpm and testing was done at 120 and 130 bpm. The s-ICD and electrode remain in service and no adverse patient effects were reported.